Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no power. A field service engineer (fse) found station not booting with no power. Verified incoming power within specifications at 117 volts. Proceeded to isolate the drawers by removing the rear panel and unplugging each drawer. Identified drawer 5 as the source of the issue. The station booted successfully with drawer 5 disconnected. Followed knowledge article attached to the work order and determined a faulty drawer controller. Replaced drawer controller; station booted successfully with no failures. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was found completely powered off with one drawer partially open. The station showed no power and could not be reset or rebooted. The customer reported being unable to establish a connection or communicate with the device. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.